Event description:
It was reported that the device had an episode in which the morphology scoring showed anomalous values. The therapy and diagnosis was appropriate. Morphology discrimination was switched patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.